Event description:
In 2004, I had a knee replacement revision. Beginning in (B) (6) 2009, I began to have problems, pains with it. After several long drives to the dr to get it checked, he discovered that the plastic meniscus had broken. It was replaced this month. It was determined that the locating pin on the plastic had broken causing pain and sideways play in the joint. I can't understand how it broke. I do no activities that cause impact to the joint or other stress. I feel that it was either a design or manufacturing flaw. The device was made by zimmer as a "next generation model lcck". Dates of use: (B) (6) 2004 -- (B) (6) 2010.